Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a sensor end alert. Customer stated that the sensor electrode was bent or shorter than normal. Blood glucose level at the time of the incident was not provided. The sensor was not replaced or returned for analysis.